Event description:
The patient had a weak capsule bag, so when the iol was implanted it caused the capsule to tear. The lens was removed and a vitrectomy was performed. The incision had to be enlarged to implant an anterior chamber lens, which requires a larger incision.

Manufacturer narrative:
(B) (4) - lens caused capsule tear.